Manufacturer narrative:
(B)(4). At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection one day after implant. No other adverse patient effects were reported. Additional information was reported that several years later, this ICD was explanted due to a non related issue. There were no reported allegations that was related to this infection that occurred post-implant. No additional adverse patient effects were reported.